Event description:
Handpiece worked intermittently. The device worked at the beginning of the case and then started working intermittently. Staff obtained another device to continue the procedure. Manufacturer response for handpiece, ace laparoscopic shears (per site reporter): to investigate.